Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to scrotal swelling and edema. The existing ipp was removed and replaced with a malleable penile prosthesis. The patient was reported to be fully recovered following the procedure.